Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301029 batch # 5044601 verbatim: rcc received a complaint via email. Email(s) attached. Part number: ppo9042 lot: 5044601 p.o.: p155710 quantity: 634 failure mode: during the quality inspection, the material was rejected because several contaminated pieces were found, due to production priorities, the material was sorted where 634 pieces were rejected due to contamination.

Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address evaluation: five samples and two photographs of 10 ml luer-lok syringes were received and evaluated. All samples exhibited an unknown dark-colored, dust-like particulate located on the plunger rod in the non-fluid path. The two photographs provided show close-up images of a plunger rod with the described foreign matter. The observed condition is non-conforming with the product specification. Potential root cause for the foreign matter non-fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 5044601. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.